Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented with lead dislodgement. The lead was found in coronary sinus and increased capture thresholds were revealed. The patient experienced shortness of breath. The lead was explanted and replaced. The patient was stable before, during and after the procedure.